Event description:
It was reported that the patient was admitted in the hospital for a potential infection due to their recent vns implant surgery. Follow up with the patient's surgeon showed that the location of the infection was at the vns neck site. The patient underwent treatment with intravenous antibiotics. The surgeon encouraged the patient to take oral antibiotics as prescribed, as the patient was forgetting multiple doses. No surgical interventions were planned or taken. The generator and lead device history records were reviewed by the manufacturer. It was found that both the lead and generator were sterilized prior to distribution. No additional pertinent information has been received to date.